Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was powered on, smoke came from the power button. The programmer has been returned, and is no longer needed. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment regarding smoke; there was a burn odor coming from the power supply. It was also found that the power cord bay was broken, keyboard hinges were broken, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.